Manufacturer narrative:
The esu was thoroughly inspected/tested (the involved cable was disposed of by the medical center and not available for an evaluation.) The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the provided information, most likely the bipolar connecting cable was damaged due to age, wear and tear, frequency of reprocessing, mechanical kinking and tensile loads during use (and possibly during activation), etc. As a result, a short occurred within the accessory which lead to an arc ("explosive sparking"). However, no conclusive determination can be made at this time. Nevertheless, in the bipolar connecting cable's notes on use, it states that the product must not be kinked and must be protected from any mechanical damage. The cable must be checked for damage before each use. If there is obvious damage, the cable must no longer be used. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an incident occurred with the electrosurgical unit (esu/generator) during a hysteroscopic intervention. The esu was used with an erbe bipolar connecting cable (part number 20196-118, number information not provided) which connected the esu to a storz resectoscope. No information was provided in regards to the unit's settings. During the procedure, "explosive" sparking occurred where the cable connected to the resectoscope. No injuries were reported and no further details were furnished.